Event description:
The consumer was taking a breathing treatment when the unit allegedly started to smoke and had a burning smell. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Product was in use when unit allegedly emitted smoke and smelled like smoke. Product was approximately 2 1/2 years old at the time of the incident with no previous complaints. Maintenance history is unknown. History has shown that events with this device have been a result of dropping the device, mechanical wear and / or blocking the vents during use. The device is thermally protected. The device has not been returned at this time so malfunction has not been confirmed. MDR filed solely on smoke and burning smell complaint.